Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted on an unknown date during a spaceoar vue placement procedure. Magnetic resonance imaging (MRI) was performed and showed the entire hydrogel appeared in the prostate capsule and towards the apex of the venous plexus. The hydrogel was noted to be about 1 cm away from the urethra. There was no evidence of hydrogel in the hypogastric or obturator vessels. The patient is asymptomatic. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/19/2024. Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.